Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years and 8 months after a tavr procedure with a sapien 3 ultra valve, it was noted the valve was failing. The patient presented with severe dyspnea, orthopnea, lower extremity edema, and early satiety. The patient was admitted for acute congestive heart failure exacerbation. The valve exhibited severe valve degeneration with severe to critical prosthetic valve stenosis, moderate to severe central valvular regurgitation, and thickened leaflets. The patient was being worked up for a valve in valve procedure. However, the procedure was not performed. The patient was deemed too high risk due to comorbidities including severe pulmonary hypertension and acute kidney injury on chronic kidney disease stage iiib and palliative care was recommended. The patient's condition continued to deteriorate and upon discussion, the family decided to transition the patient to comfort care. The patient passed away approximately 3 weeks after admission. The cause of death was reported as acute congestive heart failure secondary to severe prosthetic aortic valve stenosis.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in this section have been updated. H6 codes were corrected: type of investigation, investigation findings, investigation conclusions. The events reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for degeneration was confirmed based on provided medical records. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had vast comorbidities (e.g. Htn, chf, dm type 2, hyperlipidemia, chronic kidney disease, morbid obesity), which are well-known risk factors for the early valve degeneration. Per records, the patient has medical history of history of metabolic syndrome in the setting of morbid obesity with hypertension, hyperlipidemia, and type 2 diabetes mellitus, chronic kidney disease stage. As such, available information suggests patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.